Event description:
A malfunction was reported by the customer, identified by the malfunction code malf 0. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, confirming no adverse impact. Technical support provided information on resetting the pump and assisted the caller in performing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.